Event description:
Ous MDR - the pacemaker could not be interrogated; no stimulation. The leads were ok. This is all of the available information at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
After it was received, the pacemaker underwent a visual analysis. The visual inspection of the device showed scratches on the inscribed side of the housing. Next, the pacemaker underwent an electrical incoming goods inspection. During interrogation, the warning "device in safe mode" was displayed with the prompt to perform re-initialization. The memory content of the pacemaker was then read. The inspection of the memory content showed that the implant had detected damaged memory content and, in response, switched to the safe mode according to specification. In general, the device is capable to detect damaged memory and then to switch to the safe mode automatically. The safe program ensures an antibradycardic therapy function. The damaged memory content was corrected in the further course of the analysis, and the pacemaker's capability to provide therapy was tested. Both the antibradycardic output signal and the signal sensing were normal. The pacemaker showed behavior according to specification in regard to its therapy functions.